Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument main tube had two distinct sections with scraping. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory which may remove material from the instrument during use; however, the cannula accessory returned with the instrument showed no signs of damage at the tip.

Event description:
It was reported that during the surgical procedure, the surgeon could not move the instrument arm in and out of the patient. The bipolar maryland forceps instrument was checked and it was noticed that plastic shavings and tissue had built up inside of the cannula, thus prohibiting the movement of the instrument. The instrument arm was removed from the patient which allowed the surgical staff to remove the instrument and cannula concurrently. The planned surgical procedure was delayed by one hour and completed with a replacement instrument of the same type. The surgical staff did not observe any instrument shavings fall inside of the patient. No patient harm, adverse outcome or injury was reported. MFR. Report # 2955842-2007-00182 was created for the cannula accessory.